Event description:
The customer reported via phone call that they received a motor error alarm while attempting to bolus. Customer's blood glucose was 261 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm occurred during rewind due to corroded motor home switch. Failure analysis was unable to perform displacement test due to motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners.